Event description:
During inflation, the nanocross pta balloon ruptured at 12atm. Upon removal, the balloon catheter appeared to be torn. Only half of the balloon was visible outside the sheath. Fluoro of the sheath identified the marker band of the nanocross was visible at the distal end of the sheath. The physician determined the nanocross had torn transversely and separated. Attempt made to remove the device by pulling were unsuccessful. A wire was inserted as a buddy wire to maintain access. The sheath was pulled back to remove the entire system. The nanocross would not come out. The decision was made to cut down and visualize the right femoral access site. A transverse arteriotomy was made and the nanocross was removed. The nanocross appeared bunched up and all material was determined to have been removed. A 6f sheath was re-inserted and the case completed without further device complications.